Event description:
The customer reported that when attempting to take an exposure, the system would display a communication failure error message. This error message was likely causing the system to lock up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ps1 power supply voltage was adjusted. The system was then found to be operating as intended.